Event description:
The patient was injected in the tear troughs. The patient allegedly developed hardness and tenderness in the injected area. The patient was treated with bactrim and a medrol dose pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.